Manufacturer narrative:
(B)(4). Date sent: 09/17/2021. D4: batch # 105a32. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with a gripping surface from the left side broken, but attached the reload yet. The cartridge reloads had the swing tab in the locked position, and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The damage on the reload is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "staple is not complete"? Some of the staples are not intact b-form staples. Did the reload lock out and would not work? No. Did the reload begin to staple and cut, but then jammed? No. Did the device staple? Yes. If the device stapled, was the staple line complete? Yes. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal? Yes.

Event description:
It was reported that during an unknown procedure, the staple was not complete. The procedure was completed successfully with no patient consequences.